Event description:
The ipp device was implanted, details not indicated. On 05/20/96 the ipp device was removed from the patient and a dynaflex device implanted due to fluid loss from the reservoir and pump failure. Ams has requested additional information.